Event description:
The patient contacted lfs france alleging inaccurate results when using the control solution for his one touch verio pro meter. The patient mentioned that he had done a test three times and all three results were outside the control range. The patient obtained the following results 159, 153 , and 145 . The patient denied seeking any medical attention or contacting their physician for assistance. Customer care advocate (cca) walked the patient through three test over the phone and obtained a 128 mg/dl, and a 130, which was within range and the last test the patient obtained a 143 which was out of range. While troubleshooting it was noted that the patient was using two different test strip vials as well. The test strips that failed is the one that is being returned to lfs. The test strips were not expired and was in good condition. The test strip vial was not cracked or broken. The product was replaced and requested back. At this time there is no evidence that the meter caused or contributed to an adverse event since the patient denied seeking any medical treatment or denied exhibiting any symptoms. The complaint is being reported since the test strips fell out of range using the control solution.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. PMA: 510 (k) # is k093745.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4). Device evaluation: the products involved with this complaint have been returned and evaluated by product analysis with the following findings: on (B)(4) 2012 test control solution passed testing with no faults found. The test strips were tested and found to have failed for control solution high. The meter has also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a follow up report will be submitted.